Event description:
Treatment of a recanalized aneurysm measuring approximately 10mm x 5mm. The aneurysm had previously ruptured 6 months ago and it was treated with coils at the time. On (B)(6) 2014, the patient underwent pipeline embolization treatment. The first pipeline (3.75mm x 12mm) was implanted without issues and given that this ruptured aneurysm had been previously coiled, there was a coil mass that impeded the visibility of the pipeline as the microcatheter traveled backward. At some point roughly half way through the delivery of the second pipeline (4.50mm x 10mm), the device stopped opening. It appeared that they proximal edge of the pipeline was just slow to open, but with repeated manipulation the proximal edge failed to exert radial force and open enough to allow the microcatheter distal access. Wire purchase was eventually lost. A decision by the treating physician was made to try and cross the a-comm (anterior communicating) artery from the right side and bring a balloon down from the other side. After stasis was observed in the left ica (internal carotid artery), there was fear that reopening the damaged pipeline would result in a thromboembolic event. Given that there was good cross filling from the a-comm, the decision was made to abort the attempt to balloon angioplasty by coming across the a-comm and simply to sacrifice the lica using a combination of coils and plugs. The patient was anticoagulated and considered in therapeutic range. No harm was done to patient and patient awoke from anesthesia completely intact.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).